Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient hospitalization for uremia. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event and no reports of incomplete treatments due to cycler issues. Uremia, caused by inadequate solute clearance, can be a result of many issues including physiological as well as an inadequate dialysis prescription. Based on the available information and no allegation of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient hospitalization for uremia complications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had been admitted to the hospital due to complications from uremia. Attempts to obtain additional information were unsuccessful. Based on the available information and no allegation of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient hospitalization for uremia complications.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.